Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitor's right atrial (ra) lead exhibited high out-of-range pacing impedance measurements. Boston scientific technical services (ts) discussed possible causes and provided troubleshooting options. Additional information indicated that the source of high out-of-range pacing impedance was not determined. The patient will be monitored through normal follow up. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.